Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (over 200 mg/dl). The customer stated that steroid injections/medication and a recent back surgery were the cause of the high bg. To address the high bg, the customer would deliver a bolus of insulin via the pump and a healthcare provider adjusted the pump temporary basal rate setting to address the high bg related to the back surgery.